Event description:
It was reported that the lcd (liquid crystal display) is missing segments, and there is slight cosmetic damage. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The liquid crystal display (lcd) was missing pixels, and the upper case was broke. The battery contacts were also found to be compressed, the battery drawer and side bail covers broke, one case screw missing, and the ring bail bent.